Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported tooth fracture, ginigvitis, and periodontist. The paient¿s dentist suggested that the patient discontinue byte. No further information available.